Event description:
It was reported that the t:slim x2 pump battery would not charge, and the screen remained dark or would not turn on, making it difficult to confirm any power source alert in the pump's history. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.